Event description:
A report was received that the patient has not been able to charge ipg since the implant. The ipg was slanted & still would not couple. The patient underwent an ipg revision procedure and was doing well postoperatively.